Event description:
It was reported that the patient presented to the ER with syncope. Upon interrogation, noise was observed causing pacing inhibition. The pace/sense portion of the lead was capped and a previously abandoned was pace/sense lead was used. Patient condition was fine after the event.